Event description:
The surgeon reported that during a cataract surgery with the system the surgeon noticed some metallic particles in the corneal incision. The metallic particles were noticed after the irrigation/aspiration steps with the I/a tip. It ws the initial use of this tip. Multiple request were made for more information on the event and pt's status with no response to date.

Manufacturer narrative:
Additional information has been requested to assist in the investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.